Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / pages 33 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient¿s blood glucose (bg) levels exceeded 250 mg/dl while activating the pod. Patient finished priming, went to activate the pod, insert the cannula and the pod gave three (3) continuous beeps, when patient looked at the cannula area patient can see a very small tip of a needle sticking out of the cannula site but patient has not gone through the cannula insertion step on the pdm yet, it was discovered that the needle came out before patient had a chance to put it on, which indicates a failure of the needle mechanism had deployed as not intended during activation. The needle did not actually come out and neither did the cannula. Patient can see the tip of metal and is thinking it is the needle. The patient was able to activate a new pod with no issues.

Manufacturer narrative:
The device was returned fully deployed. The needle mechanism was checked for any abnormalities or deficiencies, and nothing was found. Fluid was observed exiting the tip of the soft cannula during the investigation. While no problems were noticed that would cause a needle mechanism failure, the cause of the reported event could not be conclusively determined.